Event description:
It was reported that the right ventricular (rv) lead has high increasing capture thresholds. The lead remains in use. It was further reported that the right atrial (ra) lead has far field r-wave (ffrw) oversensing causing false atrial tachycardia (at)/ atrial fibrillation (af) detections. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 4076-58 lead implanted: (B)(6) 2014; dtma1d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.